Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources which caused the pump to shutdown. Additionally, the wake button was not responsive when pressed and the touch screen display reportedly timed out too soon. Reportedly, the customer pressed the wake button with more force and the button began to work as expected. The pump was not in use for insulin therapy at the time of event. No additional information was provided.